Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance spec. While on a pt, the unit shut down and was restarted but had a burning smell. The pt was placed on a jet ventilator and was not compromised.